Manufacturer narrative:
The ge rep conducted an onsite investigation. The battery, igbt snubber board, and fuse were replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9800 would not produce images on the screen. No pt injury was reported.